Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had stimulation off and had laid down. It was then turned back on. It was noted that after lounging with feet up, the patient rolled over and instantaneously felt a ¿hot pain like a piece of hot coal right where the pocket was.¿ the heat lasted until the stimulation was turned back off. The heat was so intense it was ¿all the patient could think of.¿ a cold ice pack was placed over the pocket site. The pocket was not feeling warm on the date of this report. The patient felt the device had not moved but felt like it was ¿bruised.¿ the pocket had felt like this since the implant date. No swelling or redness was noticed. No falls or trauma was reported. The event occurred one day prior to the date of this report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).